Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was showing 70 mg/dl to "low". The patient stated they felt high. When she came back from work, she felt thirsty, dizzy and had blurry vision. Based on the cgm she drank juice and ate food. When her cgm was still showing around 40 mg/dl, she checked a bg finger stick and it was 600 mg/dl. The patient called her insurance help line and was advised to go to the hospital before going to the emergency room, she took 35 units of insulin via her pump and replaced the sensor. Her mother drove her to the ER around 11:30pm. The patient's bg finger stick was around 400 mg/dl while the new sensor was showing "high". The patient was treated with saline drip for dehydration. She was in the ER until 3:15am. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self treated. The reported glucose values fall within the d zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.